Manufacturer narrative:
Retainer ring = black customer returned pump for alleged possible under delivery anomaly and bolus stopped alarm found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Successfully downloaded pump history files and traces using thus. Verified all boluses delivered on event date had pump source. Pump was cut open for visual inspection and found no physical and moisture damage on electronic assembly. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, label damage. Pump passed all testing and found no anomalies. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had bolus anomaly. Customer stated that they got error with the bolus and bolus cannot delivery. Insulin pump was giving back to back to alarm. Customer stated that parameters were not entered correct and food bolus was incorrect. Daily history of blood glucose was checked and blood glucose value and carbohydrates value entered was correct. Daily history was checked and found that calculated bolus was modified. Insulin pump did not made correct calculations based on entered information. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.